Event description:
It was reported that a user experienced persistent high glucose while using an ilet system after a cartridge and infusion set change, with the pump displaying high and subsequent meter-free readings around 343¿390 mg/dl; troubleshooting indicated incomplete fill tubing and probable air-filled cartridge, followed by successful priming and insulin delivery after replacement of the cartridge and infusion set. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included customer support interventions and continued use of the device following supply replacement. Investigation included technical troubleshooting and user education on proper cartridge filling, tubing prime, and infusion set replacement. Investigation of this case revealed that the initial cartridge was likely filled with air and that infusion set deployment and tubing fill were incomplete, which interrupted insulin delivery. It was concluded that user technique caused the interruption of insulin delivery leading to hyperglycemia, and that normal function resumed after correct supply change and priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.